Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, respiratory infections, has had cancer, so doesn't want it again from device. Gets bronchitis, sore throats, has burning in his chest, ear aches, ect, constantly, asked to send replacement asap. Device is noisy and nasal/throat irritation or soreness. While using the device related to a CPAP device's sound abatement foam. There was report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found observed an unknown dust contaminant on the front panel, bottom enclosure, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. Addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 clinical code were updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer, bronchitis, sore throat and headaches. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.